Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were found broken/removed. The technician found the bottom case cracking near front left corner, cracked right plunger case. The pump event history found a run motor rate error during occlusion test. The root cause of the reported event is due to normal wear of device, and worn drive train parts. The technician rebuilt the drive train(worm coupling, worm gear, leadscrew, right and left clutch halves). Performed all functional/delivery testing and passed.

Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.